Event description:
It was reported that positioning/placement problem occurred. A 8mm x 3.75mm nc quantum apex¿ balloon catheter was selected and advanced to post dilate the target lesion. During inflation, balloon slippage was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).